Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after a fall, the touchscreen became cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. Based on the analysis, no failure was identified for the unresponsive touchscreen.